Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips did not form. A new device was used to complete the procedure. There was no patient impact.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results found that one device was received with two malformed clips and one pear shaped clip. The jaws were cleared and when the remaining clips were fired, the clips did not fully advance into the jaw causing pear shaped clips. The device was noted to have the tip of the advancer bent. One possible cause for the condition found is actuating the device when the jaws are not clear of the trocar. Actuating the device with the jaws closed may bend the advancer. Subsequent actuations or manual opening of the device may bend the advancer tip back toward its original position and break the advancer tip. The batch record was reviewed and no anomalies were noted during the manufacturing process.